Event description:
Complainant alleged that the medics were defibrillating a pt who had coded. The medics administered one shock at 200 joules, and a second shock at 300 joules, but upon their attempt to deliver a 360 joule shock to the pt, the device displayed a "pacer fault 117" message. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.